Event description:
The patient was implanted with a second neurostimulator device on (B)(6) 2023. On 12/18/2023, the patient developed an infection/dehiscence. The rns systems (two neurostimulators and four leads) were explanted on (B)(6) 2023. Treatment also included IV antibiotics (cefipime) for 6 weeks. The treating center diagnosed this as a deep incisional infection and dehiscence

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.